Event description:
Per maude event report, the device system was used to treat pain. The pt experienced more pain and it "did more nerve damage". The system was reprogrammed twice. The event abated after use stopped.